Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: it was reported to cook that the wire guide within a wayne pneumothorax set, c-utpt-1400-wayne-112497-imh, frayed in 3-4 spots. This incident was reported by (B)(6) hospital, in australia, on 09jul2020. No adverse effects were reported. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that the risks associated with these devices are acceptable when weighed against the benefits. No lot number was provided for this event. Through a review of sales to the customer over the past three years, cook was able to narrow down the potential lot for this event to six lots. Reviews of the dhrs for these six lots revealed no non-conformances relevant to this event. A database search found no other events associated with the reported device lot. Based on this information, cook has concluded that the device was manufactured to specification and that there is no evidence of nonconforming product existing either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use: ¿3. Insert the introducer needle through the incision into the pleural cavity. 4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. 5. Remove the needle, leaving wire guide in place.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event was traced to component failure without a manufacturing or design deficiency. It is possible that the user manipulated the wire through the needle before removing, though this cannot be confirmed given the provided information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: d - product identifier, d1, d4 - rpn. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of wayne pneumothorax set frayed in 3-4 places. The wire guide did not break. The patient was reported to be "fine". Additional information regarding the event has been requested but is currently unavailable.